Event description:
While requesting assistance with programming her insulin pump, customer reported that she was recently hospitalized due to having surgery. Blood glucose level was 43 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.